Event description:
The customer stated that he tested his blood glucose one evening and rec'd a reading over 500 mg/dl. He took insulin based on the reading. The next morning, the customer rec'd blood glucose readings of 53 and 47 mg/dl. He stated that he was sweaty and unable to get out of bed. He ate something sweet, and his daughter called paramedics. The customer's glucose was back up to 60 mg/dl by the time paramedics arrived. He was treated with an IV before taken to the hospital. The customer did not know what was in the IV, but it was most likely glucose. The customer was kept at the hospital until his glucose level was brought up to 160 mg/dl. Troubleshooting showed the system to be operating as designed, and the customer stated that he did not feel the meter was to blame for his adverse event. No product will be returned for evaluation.